Manufacturer narrative:
Clarification to e.1 phone number: (B)(6). Additional, corrected, and/or changed data: a2, b5, b7, d6a, and h8.

Event description:
Additionally, the healthcare professional reported injecting the patient in the jawline, mandibular region, and cheekbone with 1 ml of juvéderm® voluma¿ with lidocaine. The ¿nodule formation¿ began 2 months post-injection. An unspecified investigation was performed 4 months post-onset, but the results were not available.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
No new information.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ with lidocaine. Four months later, the patient experienced an ¿infection¿ that triggered or exacerbated ¿knotting, material fibrosis, nodule formation, and hardening.¿ further ¿hardening¿ was detected with ¿discrete redness and a bluish discoloration¿ that was visible from the outside. Event is ongoing.